Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently admitted to the hospital. Customer was given "juice" and "peanut butter" to address the bg. Customer was discharged three days later, (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.